Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing however; found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer reported via phone call that she was not getting any glucose readings from the sensor and did not receive any alerts on the insulin pump. The customer stated that the sensor was bent. Blood glucose value is unknown. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.